Event description:
A physician reported that iol implantation failure occurred before implantation. The surgery was performed and completed after replacing the product with another one. Lens was not inside the eye. No health damages to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be confirmed. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "implantation failure occurred, before surgery, not inside in the eye". The lens was returned outside of the device. The lens and the plunger position for advancement cannot be confirmed. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).